Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90q0, serial/lot #: unknown, ubd: unknown , UDI#:unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the rep was being redirected to hcit to assist with password reset of clinician application. Additional information was received from a manufacturer representative (rep). It was reported that when the rep was trying to help a patient with the new programmer and received the attached message and was unable to connect to the patients device. When rep spoke with tech support, they were not provided with an answer on how to fix the issue and it still has not been resolved. Additional information was received on 2024-jun-26, rep said patient got message about updating the software on the a13 handset, the day he called technical services(ts). Ts redirected rep to customer service to order new product.